Event description:
It was reported the customer was hospitalized with high bg. Customer had not changed set for four days, advised to change every three days and should there be any problems with pump, reservoirs or tubbing to call medtronic minimed.